Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) had a monitoring voltage of 2.56 volts after 5 months of implant. An expression of dissatisfaction was made with regard to device longevity. The patient complained of hearing tones coming from the device that have occurred since implant.